Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded loose drive support disk. Occlusion test was note performed due to compromised force sensor system alarm. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer received a compromised force sensor system alarm. His blood glucose level was 300 mg/dl. The drive support cap was protruded. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.